Manufacturer narrative:
Corrected information has been provided in h3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 61-year-old male with a history of cardiomyopathy underwent placement of an impella cp pump (pump 1, pc (B)(4), sn (B)(6)) via femoral arterial access on (B)(6) 2026 at 7:24 am. On (B)(6) 2026, shortly after implantation, the purge system alarmed for high purge pressure, and the system was found to have a blocked purge line. No kinks were observed along the purge catheter. The issue was resolved after the clinical team replaced the purge cassette, restoring proper purge flow. Due to device position concerns (¿device in wrong position¿), the pump was explanted on (B)(6) 2026 at 12:30 pm, and a new impella 5.5 pump (pump 2, pc (B)(4)) was implanted surgically via the right axillary/subclavian artery. The second device remained in place until (B)(6) 2026 at 4:35 am, when care was withdrawn and the patient subsequently expired. A product return is expected for pump 1; pump 2 is not expected to be returned. The reported patient outcome was death; however, clinical documentation indicates that care was withdrawn. The death is conservatively being reported to the impella 5.5 but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition.

Event description:
An impella 5.5 was subsequently implanted via the right axillary artery for continued cardiogenic shock support. Shortly after implantation, it was reported that the purge system became blocked. No kinks were visualized in the catheter. The issue was resolved following replacement of the purge cassette, after which purge function was restored. Purge system obstruction shortly after implantation may occur secondary to purge pressure imbalance, fluid crystallization, thrombus formation at the purge interface, or procedural and handling factors during setup. If not corrected, loss of adequate purge flow can increase risk for pump stop and loss of circulatory support. In this case, the condition resolved with cassette exchange, and no recurrent purge dysfunction was reported. Care was withdrawn shortly thereafter due to the patient¿s overall clinical condition, and the patient subsequently expired. Based on the available information, the reported purge system blockage was transient and resolved. The patient¿s death is clinically consistent with progression of advanced cardiogenic shock and underlying cardiac disease. In alignment with regulatory reporting standards, the death will be reported conservatively.

Manufacturer narrative:
B5 revised event description. H6 added health effect - impact code due to revised event description.

Manufacturer narrative:
B1: omit adverse event and added malfunction. H1: omit adverse event and added malfunction. This is a reportability change to malfunction. A 61-year-old male with an indication of cardiomyopathy underwent implantation of an impella 5.5 via the right axillary/subclavian artery on (B)(6) 2026 at 12:30 pm. Based on the available information, the reported purge system blockage was confirmed and resolved by replacement of the purge cassette. No catheter kinks were observed, and the root cause of the purge obstruction cannot be conclusively determined without device return. The additional alarms¿including retrograde flow and device malposition¿are consistent with the impella being positioned in the aorta at the time of the event. The reported patient outcome was death; however, clinical documentation indicates that care was withdrawn. The death is conservatively being reported to the impella 5.5 but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition. This impella cassette report is one of two devices associated with the event. The report for the impella 5.5 is in process.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect that the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the purge pressure high was an unintended user related error as the issue was not able to be reproduced on the returned purge cassette, which ran as expected without issues.

Manufacturer narrative:
B2 updated; no longer reporting death. D9 updated h6 updated. The investigation is ongoing.